Event description:
It was reported that during a posterior spinal procedure at l3/l4, the surgeon experienced difficulty advancing the drill through the patient's bone and remarked that "the drill bit seemed to get dull very quickly." As the surgeon continued drilling, the cannula got very hot from the friction. At the end of the procedure, a small burn mark was observed on the patient's skin in the area where the cannula touched the skin. The burned area was treated with wound dressings. No further patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.